Event description:
The customer reported obtaining false high sodium (na) results for two (2) patients, involving the unicel dxc 600 pro synchron system. The customer repeated the samples on an alternate dxc and obtained lower na results considered correct. The false high na results were not reported outside the laboratory. There was no effect to patient treatment in connection to the event. Quality control (qc) was within laboratory established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the system. Although the cause of the event is unknown, the fse performed preventative maintenance actions that involved the replacement of multiple hardware components associated with the ion-selective electrode (ise) module to resolve the issue. These hardware components include the following: flowcell center section and carbon bridge. Upon replacement of the multiple hardware components, the fse verified instrument operation.